Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver not turning on. The receiver case was opened, and an internal visual inspection was performed and passed. A receiver download was performed and an unexpected shut down was observed. The battery was replaced with a known good battery and the receiver turned on. Confirmation of the complaint was confirmed. The probable cause was a defective receiver battery.